Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an infusion set became detached after approximately 2.5 days of use. Following a site and cassette change, insulin leakage was observed during priming at the connection between the tubing and the round connector. If the issue were to recur, the leakage could result in loss of medication delivery, underdosing, or interruption of therapy. There was patient involvement and no harm/adverse event reported.